Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. Customer&#38112;blood glucose level was 270 mg/dl, which was addressed with a correction bolus via the insulin pump. The customer was able to load a new cartridge successfully and resume insulin delivery. In addition, it was confirmed that the customer had insulin pens available as alternate insulin therapy.